Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300s mg/dl, was "incapacitated", and "sepsis, memory/thinking issues"; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged approximately 2 weeks later and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.